Event description:
As reported, during a pulmonary embolism case in which an angiovac was being used, the patient became unstable and the procedure was aborted and changed to an open heart procedure. It was discovered that the patient had a perforated right ventricle. The used device will not be returned to angiodynamics.

Manufacturer narrative:
Based on the results of a ship history performed by std/primo for the reporting hospital , one lot of product was identified. The reported packaging lot was sent to (B)(4) for informational purposes only. The angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury/death. " no adverse trends were identified. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot be determined if the cannula was used in accordance with its labeling. Directions for use (dfu) is provided with this device and contains the following statements: "adverse affects: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed." The hospital reported that there were patient cardiac complications during the angiovac procedure, but they did not report a device malfunction. It was discovered that the right ventricle was perforated. The doctor chose not to wait for clinical support of this case. During reinsertion of the angiovac cannula the doctor did not put the dilator back into the angiovac while in the right ventricle when trying to go thru the pulmonic valve. Based on information received, contributing factors of the perforation in the right ventricle are the doctor's wire skills/technique, and that he did not re-insert the dilator into the angiovac cannula prior to advancing the cannula through the pulmonic valve. (B)(4).

Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.